Event description:
The facility's biomedical tech reported a fail code 538, which occurred during pt use. There was no pt injury or medical intervention. Info was requested by baxter regarding specific pt info, pump programming and set-up info, tubing product code and lot number in use and the medication involved if applicable, but no additional contact info was available. Additional contact info was requested but no additional contact was identified. The biomedical tech stated that there have been no reports of any pt incident involving this pump since the last baxter service event.